Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not connect to the tera term. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) provided troubleshooting and went over the customer's device or computer settings. The rse noted that the computer settings were set up correctly. The rse recommended changing the serial cables. After changing the cables, the device was tested, and the device was able to connect to the tera term. The device was returned to service.